Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer reports the drive support cap appears normal (slightly indented) the blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.